Event description:
It was reported that the device had damaged right male iui pin 4. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of damaged pin 4 was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. Visual inspection has confirmed the stated issue. Verified pin 4 was damaged on right male iui. Pin 4 on right/male iui was damaged and unable to determine where or how the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace right iui due to op¿s lab keeping right iui. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged right male iui pin 4. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of damaged pin 4 was confirmed. On 16-sep-24, pcu was received unboxed and with paperwork. Visual inspection has confirmed the stated issue. Verified pin 4 was damaged on right male iui. Pin 4 on right/male iui was damaged and unable to determine where or how the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace right iui due to op¿s lab keeping right iui. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged right male iui pin 4. There was no patient involvement.